Event description:
Customer reported the system locked up on bootup. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the ffb pcb as a precautionary measure. System operates as intended.